Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station required manual recovery based on log review. The technical support specialist (tss) followed required recovery steps as per the knowledge article "manual recovery required -datasyncinvaliduploadchangetrackingvalue", restoring normal functionality. The case was closed after confirming the issue was resolved. The system functioned as intended after the technical support specialist (tss) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was in retry mode.however, there were no delays or adverse events or injuries reported based on this event.